Event description:
It was reported that the patient experienced episodes of hyperglycemia while using the ilet system and changed infusion sets more frequently, leading to depletion of cd 23" 6 mm infusion sets; the user reported sustained high glucose including a ¿high¿ reading and alerts for glucose above 300 mg/dl for over 90 minutes, with no observed defects in supplies. Symptoms included hyperglycemia without loss of consciousness, dizziness, or ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no need for assistance. Investigation included complaint intake, user education on troubleshooting and supply use, and review of device performance based on user report. Investigation of this case revealed no device alarms or device malfunction reported, and no abnormality identified with the infusion sets per user observation, so the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.